Event description:
It was reported that the home patient (hp) had an increased intra-peritoneal volume (iipv) event (indicates that the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume) during peritoneal dialysis (pd) therapy. This occurred on the homechoice (hc) device during drain five of five. The hp initially had a drain volume (dv) of 3337ml and a fill volume (fv) that equaled 2500ml. The technical service representative (tsr) instructed the hp to reposition and press ¿stop¿, then ¿go¿ on the hc and it advanced to the last fill. The hp¿s dv ended up being 4245ml and the hp met the target ultra filtration (uf) of 100ml. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history record review was performed and revealed no issues that could have caused or contributed to the reported event of increased intra-peritoneal volume (iipv). The reported event of iipv could not be confirmed. Should additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information is obtained, then a follow-up report will be submitted.